Event description:
Event description boston scientific received information that upon interrogation this pacemaker displayed a contradiciton between the battery remaining indicators, with the magnet rate being 90 beats per minute and the longevity remaining displaying 1.5 years. This was reproted by the patient's physician. This device is included in the failure mode 2 advisory.